Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval: the reported field event of noise was not confirmed. Analysis was normal. No anomaly was found.

Event description:
It was reported that during implant the atrial lead exhibited noise. The lead was not implanted and physician elects to use another lead.